Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.5-p001. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 21 mmol/l (378 mg/dl) after wearing the pod for approximately 5 to 24 hours. Upon removal of the pod, the cannula was not visible, despite confirmation that the pink slide had advanced. The patient noted that their blood glucose levels began to normalize following application of a new pod.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was observed to be undamaged. The pod data showed no alarms, timeouts, or drive stalls. The pod deactivated after running 555 pulses. The needle mechanism assembly showed no damages or deficiencies that would result in the cannula retracting. No problem was found regarding the reported cannula retracted event.